Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00562, 0001032347-2020-00563, 0001032347-2020-00564, 0001032347-2020-00565, 0001032347-2020-00566, 0001032347-2020-00567. Medical products: tmj system right narrow mandibular component 50 mm / 7 hole, part# 01-6550, lot# 410290. Tmj system left narrow mandibular component 50mm / 7 hole, part# 01-6551, lot# 694760. Tmj system right fossa component, small, part# 24-6562, lot# 797600. Tmj system left fossa component, small, part# 24-6563, lot# 753770. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 10mm, part# 91-2710, lot# ni. Tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# ni. Tmj system cross drive fossa screw 2.0mm x 9mm, part# 99-6579, lot# ni. Occupation¿ patient.

Event description:
It was reported the patient is experiencing pain and difficulty chewing eleven (11) years following implantation of bilateral temporomandibular joint implants. The patient indicates that the pain is better than before the surgery but is still being experienced. The patient reports that their jaw has shifted so that their teeth do not touch, and as a result the patient cannot chew or tear meat. The patient has broken several teeth due to bruxism and their dentist believes the breakages are due to trauma from the initial surgery. The patient receives botox shots for burning or firing nerves that cause pain. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Revi lot identification is necessary for review of device history records, lot identification was not provided for the screws. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h1, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.

Event description:
It has been further reported that the tmj patient reports that they are experiencing pain, pain in the ear, muscle tightness and that their jaw has shifted to where their teeth do not touch. Patient's jaw is locking and this is due to a calcium bone growth in her right joint of the device per a CT scan. Patient was told in order to resolve the issue a complete bi-lateral joint revision would be needed. In order to put off surgery, patient has gone to physical therapy to increase mobility and stretch inside of mouth. Patient is at 33 mm. Patient was referred back to her implant surgeon.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There are no changes to the previous investigation outcomes. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.